Event description:
Complainant alleged that while attempting to treat a 40-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. The log review has strong evidence to suggest the patient was inspiring with the ventilator, causing the pip to drop, and that part of the patient's exhalation was occuring during the ventilator's inspiration phase. This will trigger the alarm observed in the log, which appears to present to the user that breaths are not being delivered to the patient. There is no other log evidence to suggest an inability of the device to appropriately deliver breaths. The customer's report was duplicated using the customer's settings. The device was put through extensive testing including full function testing and stress testing with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.